Manufacturer narrative:
Concomitant medical product: section d information references the main component of the system. Other relevant device(s) are: product ID: af02r, serial/lot #: (B)(6), UDI#: (B)(4). H3: product analysis of pss unknown-no conclusion can be drawn. No evaluation was performed, as the device was not returned. Product analysis of af02r attachment: evaluation determined that there was a burr stuck inside the attachment and the burr could be removed in one piece. The likely cause was identified as due to the distal bearing was detached and corroded. It was also noted that the color band was faded and discolored, leg was scratched or dented and attachment can't run b5:date of notification: 2024-march-26 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with no reported malfunction. No patient impact reported. Repair request escalated to product event due to customer indication that this report is a complaint. On follow up it was noted that the bur broken at the device receipt.